Event description:
A report was received that a pt's precision system was explanted due to infection at the pocket site. The pt was prescribed keflex antibiotics to treat the infection and the infection cleared after three months. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for eval.